Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, prior to the procedure, the needles of the device popped off when they were opened. Three devices all from the same lot all had the same issue. None of the products were used the patient. Devices are expected to be returned for evaluation.